Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cracked retainer ring. Retainer ring was loosed and falling off. Reservoir was not locking in place. Troubleshooting was successfully performed and customer will continue the use of device.